Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device stuck during the second firing. Battery drained out during the firing. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that one ple60a device was returned in good visual condition and with no cartridge reload present. The manual override door was found to be properly installed. Upon evaluation of the device, it was noted to be non functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the bailout lever was noted broken and evidences that the device was bailed out were found. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing.